Event description:
During evaluation of a returned spectrum infusion pump, the device displayed a white screen. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). Evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.